Manufacturer narrative:
Product event summary: analysis could not confirm the reported stylus issue; after a stylus was added and calibrated, this worked properly. Note there was no stylus present with the programmer when returned. Analysis confirmed the reported power cover issue; the cable bay was cracked. Analysis also found the display hinges were worn (the screen fell down) and the ECG (electrocardiogram) connector was loose.

Event description:
The programmer was returned for service.

Event description:
It was reported the stylus pen gives wrong reaction; the calibration cannot be performed. It was also reported the entrance of the power cover is broken. The programmer is expected to be returned for service. There was no patient involvement.